Event description:
A surgeon reports that approximately one week following vitreoretinal surgery to repair a retinal detachment, he found residual retinal stabilizing adjunct under the macula. One week later, the surgeon re-operated to remove the residual gas. The pt 'recovered'.